Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The first sample (designated as sample 1) met reflex conditions and was reanalyzed on the same access 2 immunoassay system and an elevated result, outside of the assay's reference range, was obtained. A second sample (designated as sample 2) from the same patient, was tested twice on the same access 2 immunoassay system and generated lower results, within the assay's normal reference range. A third sample from the same patient (designated as sample 3) was also tested on the same access 2 immunoassay system and a lower result, within the assay's normal reference range, was generated. There was a report of change to patient treatment which occurred in association with the non-reproducible access accutni+3 results, as the patient was admitted to the hospital and medication was started. The customer was unable to supply the type of medication that was administered to the patient. All system parameters including quality control (qc), calibration, system check, and precision run were performing within assay and instrument specifications at the time of the event. The sample was collected in a plasma tube with a gel separator and was centrifuged for three (3) minutes at room temperature. The customer was unable to supply the exact centrifugation speed. The customer indicated the sample was hemolyzed.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. The customer performed hardware verification testing including a system check and precision test. All testing passed within published performance specifications. Sample hemolysis was determined to have not contributed to the non-reproducible access accutni+3 results. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event could not be determined with the information supplied.